Manufacturer narrative:
As reported, the sealant of 6f/7f mynxgrip vascular closure device (vcd) was exposed before the procedure. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with the stopcock closed, the advancer tube and sealant were exposed to blood and separated from the device, and the catheter polyimide shaft was observed to have been cut/separated from the black handle as received. Approximately ¾ in length of the outer cartridge tubing was also cut off and not returned with the device. The condition of the returned device does not match the description of the incident. The procedural sheath was not returned with the device. A product history record (phr) review of lot f1906004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant exposed prior to use¿ was not confirmed during analysis of the returned device. A ¿catheter detachment¿ was confirmed during analysis of the returned device. The event description does not match the product analysis. The catheter balloon shaft of the returned device was observed cut/separated from the black and green shuttle handle as received. The damage was not reported in the complaint description. The exact cause of the reported events could not be conclusively determined. The damages observed in the catheter shaft may have been caused post procedure. Based on the limited information provided, it is impossible to determine what factors may have contributed to the reported events. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿remove device¿, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
As reported, the sealant of 6f/7f mynxgrip vascular closure device (vcd) was exposed before the procedure. There was no reported patient injury. As per product analysis, the catheter polyimide shaft was observed to have been cut/separated from the black handle as received. Approximately ¾ in length of the outer cartridge tubing was also cut off and not returned with the device.